Manufacturer narrative:
The reported event of a premature battery depletion was not confirmed. Review of the device image showed multiple instances of high output mode from autocapture being enabled. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. As received, the device was at elective replacement indicator (eri). The device was then programmed to nominal settings for the remainder of the analysis. The results of all electrical tests performed, including mechanical stress testing and battery assessment, indicated normal device characteristics with the exception of the device being at eri level due to normal usage. A longevity assessment was performed and the implant duration exceeded the device¿s projected longevity and the device is considered normal battery depletion.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow up, a decrease in the device battery longevity was observed and premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.